Event description:
(B)(4). Event occurred in (B)(6). The patient reported that infusion set's tubing got detached at the tubing connector while the patient was standing. The site location was patient's left abdomen and the pump was at the same side in relation to the site. Moreover, the infusion had been used for one day. Reportedly, the infusions were stored in the living room. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.